Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large clip applier instrument would not close. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have a loose grip cable at the grip hub. It failed the intuitive imprecise motion test, as well as the clip test. A visual inspection of the backend revealed no signs of a cracked clamping pulley, input disk, or input shaft that could have caused the loose cable. The complaint was confirmed by failure analysis. The probable root cause of customer reported issues is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause. The probable root cause of clip test failure is attributed to loss of cable tension.